Manufacturer narrative:
Unknown expiration number. Unknown lot number. Unknown manufacture date. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd vacutainer® trace element serum blood collection tubes, there were elevated barium levels.